Event description:
According to the reporter, during a robotic laparoscopy gynecologic oncology procedure, suturing of the cervix, the needle broke off and fell into the patient's cavity and cannot be retrieved. An x-ray was performed and the needle that broke off still remains implanted in the cervix.

Manufacturer narrative:
D10 concomitant products: (B)(6) endo stitch 0 und 120 polysbx12 (lot#:j2k2471y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.